Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had been getting feedback from intensive care unit staff that the foleys catheter had been falling out of patients. The foley would be found laying in bed next to the patient when the patient was not moving at all and on 03 dec the foley was leaking so it was removed. The customer stated could not be sure if it was leaking water from the balloon or urine and did have one paper from a kit that feel out of the patient. This past weekend, a nurse was trying to insert a foley. When they attached the water syringe to the balloon port, the little port popped off onto the syringe.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used silicone temp-sensing foley tray. Visual inspection of the one-photo sample that due to the poor condition of the photo sample the reported failure could not be evaluated therefore this investigation is considered inconclusive. No additional actions are required at this time since root cause was not identified. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Single use do not resterilize consult instructions for use *warning: do not use if allergic to iodine. Store at room temperature. For urollogical use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base, they will damage silicone and may cause balloon to burst. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These sterilized using ethylene oxide components are not terminally sterilized." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had been getting feedback from intensive care unit staff that the foleys catheter had been falling out of patients. The foley would be found lying in bed next to the patient when the patient was not moving at all and yesterday on 03december, the foley was leaking so it was removed. The customer was not sure if it was leaking water from the balloon or urine and did have one paper from a kit that feel out of the patient. This past weekend, a nurse was trying to insert a foley. When they attached the water syringe to the balloon port, the little port popped off onto the syringe.